Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that there was insufficient information to determine root cause of the reported behavior. Several patient archives included. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical product: other relevant device(s) are: product ID: 9735737, serial/lot #: version 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, an imprecision of 4-5 millimeters was observed after checking multiple fiducials. It was noted that the patient was prone with fiducials placed and tracer registration had been performed. Additionally, it was noted that the head model in the application software was in a yellow zone of accuracy. To continue with the procedure, a second medtronic navigation system was brought into the operating room (or), patient registration was performed with the same exams and a separate registration technique which improved accuracy to a 2 millimeter imprecision which was sufficient to the surgeon. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.